Event description:
It was reported that the pt had fallen over somehow, and that her peritoneal dialysis tubing and catheter were pulled out. The pt was transported to the hospital. Add'l info has been requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation. This report is related to two other reports for the same event.